Event description:
Clip to be placed on emr (polypectomy) site to close after removing polyp. When clip was placed down the scope channel and exited the biopsy channel, the clip detached from the housing unit and fell off. Clip was not opened or closed, just fell off the end.